Event description:
Reportedly, the spacemaker balloon fell apart during the procedure. The surgeon had to dig around in the abdomen to fine the piece that fell off. No injury. Sex: male. Procedure: lap hernia repair.